Manufacturer narrative:
The customer did not want service but only wanted the valve replacement. Bci field service engineer (fse) who was onsite on (B)(6) 2011 confirmed that the valve was replaced correctly and the instrument was no longer leaking.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated that cc sample syringe was leaking from the valve. The customer has exposure or risk management plan in place and the customer used ppe to clean the leak. There was no effect to patient or user.